Event description:
Pt was shooting baskets while wearing his brace. When he came down on his knee he felt it give away. Pt re-injured acl and needed acl reconstruction. There was no indication that the brace broke or was damaged.